Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) pump shuts down when disconnected from wall power. The batteries are drained and will not charge while connected to wall power. The pump displays the "no battery detected" message. Customer was advised to remove and reinsert each battery but nothing changed. Customer will change out pumps. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in block e1: event site name: university hospitals cleveland medi updated fields: a2 (sex, age at time of event, weight), b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code, investigation conclusions).

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h8, h11. The pump displays the "no battery detected" message. Fse advised customer to remove and reinsert each battery but nothing changed. The pump is functioning fine otherwise and there is no reported injury or harm to the patient. Customer will change pumps and report this one to their biomed department. A getinge field service engineer (fse) visited the site and completed cardiosave coiled cord field safety corrective action mca00002038 rev a and replaced (0012-00-1839) cable, coiled cord. Product passed all functional and safety tests per factory specifications.